Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause of the atrial perforation is unknown. The additional therapy/non-surgical treatment and hospitalization was a result of case specific circumstances as a patent foramen ovale (pfo) closure was performed. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). The reported patient effects of atrial perforation/cardiac perforation as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the additional information was received: the pfo requiring treatment was related to the sgc (sgc0301, lot # 90109u138) from the index mitraclip procedure.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This report is filed for closure of the patent foramen ovale following the second mitraclip procedure. It was reported that on (B)(6) 2019, one mitraclip was implanted without a device issue, reducing degenerative mitral regurgitation (mr) grade 3 to grade 1+. On (B)(6) 2019, echocardiogram showed mr had increased to grade 2+. Per physician, the increase in mr was related to physiological variations and was unrelated to the mitraclip device. The mitraclip remained stable and well seated. There was no device malfunction and no tissue injury. On (B)(6) 2019, the patient was hospitalized for worsening heart failure, severe mitral regurgitation. Worsening of pre-existing dilated cardiomyopathy and left ventricular function (15-20%) were also observed. As treatment for the worsening mr, another mitraclip procedure was performed, however, no clip was implanted as the resulting mitral mean gradient pressure would have been too high. Reportedly, the index procedure mitraclip remained stable and well seated. There was no device related tissue injury and per physician, the increase in mr was unrelated to the device. Medications were provided for the worsening heart failure with the goal of diuresis. The patient was transferred to another hospital for left ventricular assist device (lvad) consideration. On (B)(6) 2020, a lvad was implanted and patent foramen ovale (pfo) closure was performed. Per physician, the pfo closure was due to the mitraclip procedure. Medications had been provided. The patient was in stable condition. Per physician, the events were unrelated to the implanted mitraclip. There was no device malfunction. No additional information was provided regarding this issue.